Event description:
Information was received indicating that a smiths medical cadd legacy plus pump was beeping. The patient accomplished all possible troubleshooting without success. The patient was then instructed to go to the hospital to analyze the problem. She arrived around 1 pm. The schedule of the pump was correct and showed that 58 ml of fluorouracil (5fu) still needed to be infused. When trying to restart the infusion, the pump displayed the message "no reservoir, pump does not work" and triggered a continuous extension. The infuser was changed, the programming was maintained and the device was switched on again. After half an hour the infuser had no problem. There was no reported adverse event.